Event description:
Caller reported compact plus blood glucose results of 0.8 mmol/l, lo, which on the system indicates a result less than 0.6 mmol/l, and 4.9 mmol/l within 10 minutes. A request was made for the return of the meter and strips, replacement sent. Reported a comparison from a different day of 1.2 mmol/l, took glucose tablets as he was worried that his blood glucose was low. Retest result was 7.5 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. He used a different drum of strips in this comparison, has since discarded the drum. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).